Event description:
It was reported that the presented to the clinic for a follow up. Interrogation of the pacemaker noted that the lead had dislodged, which was confirmed via x-ray and fluoroscopy. During an attempt to reposition the lead, the helix of the lead had failed to retract. The lead was explanted and replaced. The patient was stable throughout the procedure.